Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0138 showed no other similar product complaint(s) from this lot number. The device has not been returned.

Event description:
There was difficulty advancing the PICC beyond the right shoulder area. This was attempted on a number of occasions. It was noted that the ¿p¿ wave was not evident. After checking all aspects of the equipment with no success the PICC catheter and stylet was examined. When the stylet was examined it was allegedly fractured.